Event description:
Citation: xianli lv, et al. Embolization of intracranial dural arteriovenous fistulas with onyx-18. European journal of radiology 73 (2010) 66-671 volume 73, issue 3, march 2010. The following report was received by medtronic (covidien) through review of literature: one microcatheter became stuck during embolization. The marathon or echelon 10 microcatheters were used for the embolization procedure. It is unknown which of the two catheters was involved in the catheter entrapment.

Manufacturer narrative:
(B)(4). This report was created to capture the event related to the unknown microcatheter. The catheter was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review was not possible since the lot numbers were not reported. Per the onyx IFU (instructions for use): do not allow more than 1 cm of onyx les to reflux back over catheter tip. Information received from the same article as MFR: 2029214-2015-00659; 2029214-2015-00661. (B)(4.